Event description:
It was reported that during a pvi procedure to treat af the faradrive steerable sheath clear was selected for use, faradrive sheath was inserted into patient, followed by removal of its dilator and aspiration of the sheath. Faradrive was aspirated again after insertion of farawave through its lumen, during which bubbles filled up the 20cc syringe. It was checked if bubbles could be seen from outside of the clear sheath, and if bubbles was coming from saline drip. Once confirmed that no bubbles from both, it was concluded that air was entering via the faradrive valve. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath was returned with the dilator still inserted. The dilator was removed to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, observed a leak from the hemostatic valve and the handle cap port where the flush lumen luer connects to the valve hub. Due to the severity of the leakage, leak and aspiration testing could not be performed. Microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap. No damage or deformation was observed on both hemostatic valves.

Event description:
It was reported that during a pvi procedure to treat af the faradrive steerable sheath clear was selected for use, faradrive sheath was inserted into patient, followed by removal of its dilator and aspiration of the sheath. Faradrive was aspirated again after insertion of farawave through its lumen, during which bubbles filled up the 20cc syringe. It was checked if bubbles could be seen from outside of the clear sheath, and if bubbles was coming from saline drip. Once confirmed that no bubbles from both, it was concluded that air was entering via the faradrive valve. The procedure was completed successfully without patient complications. The device has been returned for analysis.